Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported," caller states she had a PICC placed for cancer treatments in 2022 and needs to know how long her PICC can stay in. Caller confirms her PICC is working fine and does get a blood return before she starts her tpn. She states the ir nurse said they replace pics every three months. She states in the past the nurses had to use tpa to get it working again but they were able to get a blood return. Response: explained that bd does not offer a dwell time for piccs. The PICC should be removed when clinically indicated, not based solely on length of dwell time because there is no known optimal dwell time. As long as the PICC is needed for treatment, being flushed routinely, working as intended and shows no signs of infection of complications, it can remain indefinitely. Catheter removal is recommended if the patient develops phlebitis, infection or has a malfunctioning catheter."